Event description:
Pt called to report a problem with her glatopa syringe. Pt stated in 2017, she reported to the MFR a problem where, a couple times, her needle became stuck in her skin, and caused a painful reaction. Pt said this issue has happened again on (B)(6) 2019. Pt said there was a barb at the end of the needle that became stuck. Pt said the needle is very hard to remove, it's painful and leaves a welt. Pt said she wanted to do her part and report the problem to have on record with FDA.